Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3229ml. The programmed fill volume is 2000ml, this meets iipv criteria. Product surveillance contacted the nurse on 05/27/2010 regarding the iipv found during evaluation. According to the nurse, the patient was not draining fully. They found that the problems with drain were due to the catheter not functioning properly. Per the nurse, the catheter was replaced and the patient was able to resume therapy successfully. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.